Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was sent for repair due to a leak. No adverse event reported. No additional information is available. 900629 ll100 2023-07-0000496

Event description:
No additional information is available.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h6, h8, h10 corrected: g1 distribution history: this complaint unit was manufactured at csi on (B)(6) 2019 under wo #(B)(4) and shipped on (B)(6) 2019. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one other reported complaint condition, but from the same customer sent at the same time as this unit. Product receipt: the complaint unit was returned on a repair. However, based on log 100694, this unit was at csi on (B)(6) 2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a root cause is not readily available. The repair replaced multiple components listing only 1 set of o-rings where there are 2 sets used in the valve assembly. Based on the information on the repair a root cause is not determinable. However, the replacement of o-rings on a 4 -year unit with no other service history may indicate handling or heavy use is a contributing factor. The unit was evaluated, repaired, tested and returned to the customer. The repair replaced the core valves, seals , buna o-rings , and o-rings. All components are part of the valve block and addressed the leak described in the complaint. A review of all units manufactured in the original build reveal 8 total units with no other returns except for one unit for an unrelated issue. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.